Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the upper buttocks. The patient's mother stated that there was a large amount of blood at the insertion site after the sensor was inserted. The patient's mother stated that upon removal of the sensor pod, the sensor wire was still attached to the patient's skin and was able to remove the sensor wire. It was indicated that the patient's father took the patient to the emergency room (ER) on (B)(6) 2017 and had an x-ray and sonogram performed. At the time of contact, they were waiting for the results of the images. Further contact was made with the patient on (B)(6) 2017 and the patient's father states that the doctor determined that the sensor wire was not in the patient's body and the patient was good to go. At the time of further contact, the patient was doing good. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is detached from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.